Event description:
A balloon leak was detected via blood in the tubing. The iab was removed and not replaced. No pt injury occurred as a result of this event however, the pt is reported to be in critical condition.